Manufacturer narrative:
Discordant negative crossmatch results for one patient having an anti-e(rh3) antibody. The most probable root-cause is instrument related, associated with a poor adjustment of the pipetting tip. It cannot be excluded that patient¿s anti-e(rh3) antibody being weak and at or around the detection limit of the reagents and technique used has been a contributor to this issue. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
A customer complained about what was described as discordant negative major crossmatch results for one patient using the ortho biovue system in conjunction with their ortho vision biovue analyzer. Date of event: (B)(6) 2019. Complainant: dr (B)(6) ¿ laboratory manager. Complaint reporter: mrs (B)(6) ¿ ortho account manager. Reported on (B)(6) 2019 by dr(B)(6) to mrs (B)(6) who reported it on the same day to ortho care helpdesk reagents: ortho biovue system ahg poly cassette lot ahc103h expiry date 28 february 2020. 0.8% red cell diluent lot rcd916 expiry date 29 july 2020. 0.8% surgiscreen lot 8ss8084 expiry date 26 november 2019. Ortho biovue system ahg poly cassette lot ahc108h expiry date 10 april 2020. Software version: (B)(6). Patients¿ information: known to have an anti-e(rh3) antibody; poly transfused. Donor units are o rhd negative, ccee kell negative. The customer reported that on (B)(6) 2019, they had tested a patient¿s sample for antibody screening in the indirect antiglobulin test (iat) using ortho biovue system ahg poly cassette lot ahc103h and 0.8% surgiscreen lot 8ss8084 in conjunction with their ortho vision biovue analyzer and that they had obtained a positive reaction (1+ reaction strength) with cell 2 and negative reactions with cells 1 and 3 of the red cell reagent. The customer reported that on the same day, they had tested the same patient¿s sample for 0.8% major crossmatch with two donor units in the indirect antiglobulin test (iat) using ortho biovue system ahg poly cassette lot ahc103h and 0.8% red cell diluent lot rcd916 in conjunction with their ortho vision biovue analyzer and that they had obtained a negative/compatible reaction for both donors. The customer reported that they had repeated the crossmatch test using an alternative commercially available method (bio-rad) and they had obtained positive/incompatible reactions (2+ reaction strength). The customer reported that they had tested the patient¿s sample for antibody identification using an alternative commercially available method (bio-rad panel lot 06171) and they had obtained a positive reaction (2+ reaction strength) with cell 3 (ee) and a positive reaction (1+ reaction strength) with cell 5 of the red cell reagent. The customer reported that no biased result had been reported to the physician and that the patient concerned was not harmed as a result of the reported events.